Event description:
Information received by medtronic indicated that the customer reported an insulin flow block alert. Troubleshooting was performed and the insulin exited during the 5u fill cannula. No harm requiring medical intervention was reported. The customer will continue the use of the insulin pump, and the pump will not be returned for analysis.